Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unspecified band-aid, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Female patient used product after having a biopsy. After using product for a couple of days, patient experienced pain and had a severe allergic reaction to the band aid on her skin. Patient went to urgent care facility and was prescribed antibiotics for treatment.